Event description:
Caller states neonate patient tested 36 mg/dl on aviva system 1 and 45 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 303263, expiration date 09/30/2012). Reference medwatch report with (B)(6) for the suspect device used in system 2.